Manufacturer narrative:
K133890. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Investigation on-going. When additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with optilene . The oncology center reported that the needle is permanently tearing from the thread. There is no patient information available, but has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 15 closed samples for analysis. We have tested the needle attachment strength of the samples received and the results are: 0.84 kgf in average and 0.20 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) one of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia. Reviewed the batch manufacturing record, this batch had two incidences but was released into the market fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 15 closed samples for analysis. We have tested the needle attachment strength of the samples received and the results are: 0.84 kgf in average and 0.20 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia. Reviewed the batch manufacturing record, this batch had two incidences but was released into the market fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.